Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received compromised force sensor system alarm. The customer's blood glucose level was 175mg/dl. The customer treated highs with manual injections. Troubleshoot was conducted and the drive support cap was noted to be flushed. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion due to slightly loose drive support disk. The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind and displacement test. The insulin pump had cracked case at the display window corners, cracked case at the reservoir tube window corners, broken belt clip slot and minor scratches on the lcd window.